Manufacturer narrative:
During trouble shooting, it was confirmed that the battery pack could not be securely latched into the battery well. The issue was caused by broken battery latch, which are intended to assist in securing the battery in place. Despite the damaged latch, the device is able to function when the battery is manually held in position. The customer was advised to remove the AED from service.

Event description:
A customer reported that their AED's battery will not stay latched. They reported this did not occur during patient use.